Event description:
It was reported that the right ventricular pacing impedance alert triggered and there was impedance increased. The lead is still in use. It was reported that the pacing impedance has continued to rise. Doctor commented that will increase alarm threshold. Lead replacement will be considered when device is up for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for right ventricular (rv) pace lead impedance of 1024 ohms on (B)(6) 2011 and rv pace lead impedance of 1520 ohms (B)(6) 2011. Weekly pace measurement log data shows an increase for minimum and maximum ventricular pace impedance of 448 to 1488 ohms peak between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the right ventricular pacing impedance alert triggered and there was impedance increased. The lead is still in use. No patient complications have been reported as a result of this event. It was noted the right ventricular lead was capped and replaced.